Manufacturer narrative:
(B)(4). Rlt261412/13469401 ((B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. The date of event will be used as (B)(6) 2016 - the date of the aneurysm enlargement after the initial procedure.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 65mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. On (B)(6) 2015, follow up ultrasound showed that the maximum diameter of aortic aneurysm/lesion was 53mm. From (B)(6) 2016 till (B)(6) 2017, follow up computed tomography angiography (cta) showed that the maximum diameter of aortic aneurysm/lesion increased in size from 59mm to 60mm. It was reported that on (B)(6) 2018, a type ii endoleak was determined. On (B)(6) 2018, the patient underwent endovascular procedure for a proximal aortic cuff extension. Additionally, a selective hypogastric angiogram was performed. No further adverse events have been reported.

Manufacturer narrative:
(B)(4).